Manufacturer narrative:
A review of the image files showed that test well g7 was visually negative, with a tight cell button slightly off center, and a reaction strength of 6. Well h7 appeared visually positive (1+) with red blood cell adherence surrounding a fuzzy cell button and a reaction strength of 19. An immucor field service engineer performed troubleshooting and identified issues with the pipettor and washer. The washer manifold was cleaned and flushed, pipettor 3 was replaced, the automatic camera adjust and new flatfields were processed, and the negreact was processed with the expected results obtained. The instrument is operating as expected.

Event description:
A customer reported unexpected negative reactivity with the 2-cell screening assay on galileo instrument (B)(4).